Event description:
The customer reported that the touchscreen does not hold calibration. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and states unit¿s touchscreen calibration is intermittent. After touchscreen is calibrated the issue is resolved, but later during set up the touchscreen is unresponsive. Product support advised customer to replace touchscreen to correct. Product support provided customer part number for the touchscreen. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, a supplemental report will be submitted.